Event description:
It was reported that the pt has not had medication in her pump for the past few years. She stated that it had "a kink in it and when the doctor tried to revise it, all the morphine went to her head and it caused her to be on a respirator for 3 days." The pt stated that the pump still alarms once every hour and that she did not want anyone to touch the pump. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).